Event description:
During an in-clinic follow-up, decreased pacing impedance, increased defibrillation impedance, and noise were detected on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. During the procedure, lead damage was visually confirmed. Abbott technical support was contacted and confirmed the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found clavicle crush damaging the lead body insulation, inner coil lumen, and polytetrafluoroethylene (ptfe) liner with the right ventricular cables also found abraded in this location at the middle region of the lead. The cause of lead damage, noise, and low pacing impedance was isolated to the damage lead body insulation, ptfe liner, and abraded right ventricular cables consistent with clavicle crush. The reported event of high defibrillation impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.